Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Another report is found against this product/lot combination. It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to brown cloudy fluid collection, a brown bursa lining, fretting metallic wear debris at the head-neck junction (none at the stem-sleeve junction), and a reactive brown synovial lining. The adapter sleeve and stem sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.